Manufacturer narrative:
The report of an error message observed on the autopulse platform (sn (B)(4)) display screen was confirmed based on the functional testing and archive data review of the platform. The error message was identified as a system error 132 - internal watchdog timeout based on the archive data review. The root cause of the system error 132 error message is due to a malfunctioning processor board. Additionally, functional testing and visual inspection of the platform also confirmed the report of fluid ingress and intermittent operation of the platform. The root cause of the intermittent operation of the platform was determined to be due to the fluid ingress. Review of the archive data indicated a system error 132 - internal watchdog timeout prompt that occurred on the event date, (B)(6) 2017. Functional testing of the platform during initial power up revealed a system error prompt on the display screen. Further investigation indicated that a processor board replacement was required to resolve the observed system error 132 message. Unrelated to the complaint, it was also indicated that the brake did not activate when the platform was powered on. Visual observation upon removal of the front and bottom covers of the platform revealed fluid ingress through the ventilation grille and spread throughout the interior of the platform that caused the drive train motor brake assembly to rust and corrode. The platform was disassembled and biocleaned. The observed rust and corrosion were cleared and the brake gap was readjusted and normal brake activation was achieved. Prior to platform reassembly, the processor board was replaced. The platform was further tested and passed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 10/16/2014.

Event description:
It was reported that the autopulse platform (sn (B)(4)), used in response for a cardiac arrest patient on (B)(6) 2017, functioned as intended and was able to provide 5 compressions without error. The patient reportedly presented a perfusing rhythm and a return of spontaneous circulation was achieved. The patient was then moved to the ambulance using the platform with continuous profuse vomiting and was unable to be immediately suctioned. The platform was covered with vomit and a continuous high pitched alarm was observed throughout the duration of the transport. The platform was powered off once the patient was transferred to the emergency department. Additional information provided by the customer stated that a cleaning process was initiated as the platform was sitting in a pool of vomitus. The platform was sprayed with disinfectant, scrubbed with a soft bristle brush and sprayed off with water for approximately 30 to 40 seconds. The platform was then wiped down with dry towels, and was left out on a table to dry for approximately 30 minutes. A new lifeband was installed into the platform and operational readiness was verified by powering on the platform. The platform indicated normal operation prior to being placed back into the transporting case for reuse. During morning equipment check on (B)(6) 2017, the platform was found with standing water inside the transporting bag and moisture buildup was observed inside the display screen. The platform would not power on and was taken out of service. The platform was placed on a table to dry further. On (B)(6) 2017, the platform was able to power on when a charged battery was installed. It was noted that a clear readable error message was displayed on the platform's display screen during power up. The platform was tagged out of service. No further information was provided.